Manufacturer narrative:
Device will not expand or collapse, could be from surgeon misuse of device.

Event description:
The cage was inserted and slightly expanded and then wouldn't expand anymore. We tried multiple drivers as it seemed stripped and would not expand. We opened 2nd device and implanted with no issues. We could not expand the explanted device on the back table after explant.